Event description:
We received an allegation of questionable results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 module not matching the patient's clinical picture. Initial result: 3.62 mmol/l. The clinical department questioned the result as it did not match the patient's clinical picture. The sample was then repeated. Repeat result: 2.47 mmol/l.

Manufacturer narrative:
The ca2 reagent lot number was 743121. The expiration date was not provided. Qc was acceptable. The field service engineer found that the gear pump pressure was low (only 200 kpa). He replaced the gear pump. The root cause was consistent with an insufficient gear pump pressure. The service actions (replacing the gear pump) resolved the issue.